Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned; therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an airsense 10 device allegedly smoked and appeared to start a fire. There was no patient harm or serious injury reported as a result of this incident.